Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over three years since the subject device was manufactured. Based on the results of the investigation, the foreign material possibly remained in the device because reprocessing could not be conducted properly. This is most likely because of leakage from remote switch1. However, the root cause could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope angulation was off, and the adhesive around the distal end and angulation rubber was worn. The issue was found during maintenance. During the device evaluation, it was found that the air water tube was found with remains of white foreign material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: water tightness was lost due to deformation of switch 1, plug unit had a scratch, bending angle in down direction did not meet the standard value due to wear of angle wire, plastic distal end cover had a burn, objective lens had a crack, bending tube was deformed, and adhesive on bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.